Manufacturer narrative:
Analysis: the bottom plate was removed and a green-whitish powder that covered most of the plate was found. Found the same powdery substance along portions of the back and right-side plates as well as the front panel. The battery cover was removed and it was found that the substance did not get under the cover. The battery was found intact with no signs of leakage. It appears that this substance also penetrated through the insulation on the positive side of the alarm cable, corroding the conductor and rendering the alarm inoperable. All pcbs were inspected along with other components in vent; signs of corrosion are apparent on every component in the vent except the main board. The inlet cover was removed and found the inlet filter was saturared with a liquid and was extremely dirty. Conclusion: the customer complaint was confirmed. It has been determined that the substance found is a mixture of aluminum corrosion and a residue from a cleaning solution. The liquid is suspected to be a liquid cleaner used by the hosp. To avoid liquid entering the vent, liquid cleaners should be sprayed onto a cloth which is then to be used to wipe the vent clean, as explained in the operating manual. The right, left and bottom plates were replaced as well as the power supply, panel board, and inlet filter. After performing an ovp, full calibration and battery test, the vent met all required specs. In the operating manual it is explained a liquid cleaner should not be sprayed directly on the vent, but onto a cloth to then wipe the vent clean.